Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported rhv dilator cap detachment appears to be a result of user technique (due to over tightening the cap); the reported leak was likely a secondary effect of the cap detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a leak. It was reported that during device preparation per instructions for use (IFU), a flush line was attached to the rotating hemostatic valve on the steerable guide catheter (sgc) dilator. Upon closing the valve, the hemostatic valve cap popped off. The cap was re-attached; however, the valve would not seal and a leak was seen. The device was not used and there was no patient involvement. A second sgc was used without issue. No additional information was provided.